Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the insulin gauge was inaccurate. Customer loaded a new cartridge and insulin gauge estimate was reported to be accurate. Customer reported that blood glucose (bg) level was impacted (310 mg/dl). Customer delivered a correction bolus via the pump to address elevated bg level.